Event description:
New information indicated that the right atrial lead was capped and replaced on 19 sep 2024. The noise was reproducible with arm manipulation. There were no adverse health consequences, the patient was stable.

Event description:
It was reported that noise was detected on the atrial channel. Programming change was discussed but not made at this time. No patient symptoms were reported.